Manufacturer narrative:
Additional information: the device remains in the patient's eye; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that patient anatomy and operational context contributed to the stent mispositioning. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, one of the stents was "over-implanted into the iris". Per report, the patient presented with peripheral anterior synechiae (pas), and prior to stent placement, the surgeon first separated the adherent iris root by pressing the iris downward in order to further expose the trabecular meshwork (tm), entered the tm "a bit lower", and "dimpled too much". Reportedly, the surgeon was unable to visualize the stent, and decided to leave it in place. Additional information has been requested.